Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. It was also reported that blood was visible in the coaxial umbilical cable. The coaxial umbilical cable was disconnected from the console immediately. The balloon catheter and coaxial umbilical cable were replaced for the rest of the procedure.  The case was completed with cryo.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 203cx (lot: 228572517); product type: 0627-cables and accessories; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.